Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective stimulation with their drg system. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein the entire drg system was explanted to address the issue. If is unknown which lead was affected.